Event description:
The customer returned the ultrasonic bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a distal end with a balloon tip broken off was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the distal end with a balloon tip broken off, the cause was traced to a component failure without any design or manufacturing issue due to events associated with an electrically powered device, where an electrical malfunction results in a device problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.